Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 50 mg/dl. Customer treated low blood glucose with apple juice. Customer also stated that the reservoir compartment was crack and it was not able to lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.